Manufacturer narrative:
Update: the patient¿s access vessel had moderate calcification and moderate tortuosity. The native annulus had mild calcification and a porcelain aorta. Images were provided to edwards for review. Pre-op CT, procedural echo images as well as annular measurements and patient history were not provided. The images were reviewed by an edwards physician, and observations and impressions were provided. The procedural cine was review and showed the patient had a horizontal, porcelain aorta, with a heavily calcified valve, and low left main coronary. The bypass cannulas was seen (aortic and venous). No images of valve alignment or valve movement were provided. Image of valve across annulus were seen, and the valve was approximately 2-3 mm proximal to distal marker. The balloon inflated asymmetrically (distal) due to valve misalignment. The valve was partially expanded valve due to asymmetrical inflation. No image of balloon burst was seen. The valve was aligned back on balloon, and the balloon appeared to partial inflate and then deflates. It appeared as if it may have had a leak. No images were provided of the valve pulled back to the iliac. The last several images were of the iliac injury and repair. The clinical reviewer was unable to confirm movement on balloon or valve alignment issues as images of the valve alignment and/or actual movement were not provided. Pre-op CT, procedural echo images as well as annular measurements and patient history were also not provided. The images showed the valve off of the markers approximately 2-3 mm prior to deployment. Valve was deep in lv when deployment began, the placement being too ventricular. The valve partially expanded due to asymmetrical expansion of the balloon not correctly aligned with the s3 edges. No images of the valve pulled back and/or retrieved through sheath were provided. The last several images showed vascular injury with pta and stenting. The device was returned to edwards lifesciences for evaluation. The delivery system was returned inserted through the sheath. The devices were separated for evaluation. The returned delivery system was inspected. The proximal balloon shaft was bent, likely due to return shipping of the device. The crimp balloon was torn. The inflation balloon wings were bent back. The distal portion of the thv was partially expanded. The inflation balloon was inverted over the nose tip. Due to the condition of the returned device (balloon torn), no functional testing was able to be performed. The complaints for balloon torn and withdrawal difficulty through sheath were confirmed by visual inspection of the device. Double wall thickness measurements were taken on the crimp balloon along the balloon separation. The measurements met specification. Imaging returned from the procedure was reviewed. The images show that the valve was not aligned with the markers prior to deployment. Because there are no images of the valve in line with the makers, it is not possible to confirm that the valve moved on the balloon. Subsequent images show the balloon fully inflated, but with the valve moved further proximal and only partially expanded. The balloon was then pulled back and another attempt was made to inflate, but only partial inflation is shown. From the images, it can be concluded that the balloon tear was not present prior to or during the initial balloon inflation but occurred during later attempts to expand the partially expanded valve. The most relevant work orders for the failure mode reported in this complaint were reviewed and did not reveal any issues that could have contributed to this complaint. No IFU/training manual deficiencies were identified. A lot history review of the related work orders did not reveal other complaints related to ¿valve alignment difficulty¿, ¿balloon torn¿, ¿valve movement on balloon¿, or ¿delivery system withdrawal difficulty, valve through sheath¿. A review of complaint history from february 2016 to january 2017 revealed other returned complaints for the commander delivery system (all models and sizes) for ¿difficulty with valve alignment¿. A review of the complaint history revealed that the occurrence rate for the commander delivery system did not exceed the january 2017 control limits for the trend category of ¿valve alignment difficulties¿. A review of complaint history from february 2016 to january 2017 revealed other returned complaints for the commander delivery system for ¿valve movement on balloon¿. A review of the complaint history revealed that the occurrence rate for the commander delivery system did not exceed the january 2017 control limits for the trend category of ¿valve movement on balloon¿. A review of complaint history from february 2016 to january 2017 revealed other returned complaints for the commander delivery system for ¿balloon torn¿. A review of the complaint history revealed that the occurrence rate for the commander delivery system did not exceed the january 2017 control limits for the trend category of ¿damaged¿. A review of complaint history from february 2016 to january 2017 revealed other returned complaints for the commander delivery system for ¿withdrawal difficulty, valve through sheath¿. A review of the complaint history revealed that the occurrence rate for the commander delivery system did not exceed the january 2017 control limits for the trend category of ¿withdrawal difficulty¿. During balloon manufacturing, the balloon was inspected for fish eyes, crow¿s feet, and contamination. The balloon wall thickness was also 100% inspected. During crimp balloon manufacturing, the crimp balloon was 100% inspected for foreign matter, fish eyes, and gel spots. Crimp balloons were also 100% dimensionally inspected for length, ID, and double wall thickness. During manufacturing, the delivery system underwent multiple 100% inspections. Balloon tensile testing (for the bond between the inflation balloon and crimp balloon) is performed on finished devices under a sampling basis during product verification testing. For the related work order, the five tested samples had a calculated lower tolerance limit which is acceptable as it is higher than the lower specification limit. These inspections support that it is unlikely that a pre-existing damage on the balloon was present on the device before leaving the manufacturing facility. The complaint for delivery system difficulty with valve alignment was unable to be confirmed since no imaging was provided that showed the valve alignment process. No potential manufacturing non-conformances were identified. Review of complaint history suggests that patient factors may have contributed to the observed difficulty. Per the cer, the patient had moderately tortuous anatomy. Performing valve alignment and fine adjustment at a bend or angle in a non-straight section of the aorta can cause the thv to unseat (non-coaxial placement of valve in relation to the flex tip) from the flex tip during alignment and ¿dive¿ into the lumen of the flex tip, where part of the crimped valve slides into the flex tip lumen. This can cause resistance while performing valve alignment and/or fine adjustment. The complaint for delivery system valve movement on balloon was unable to be confirmed since no imaging was provided that showed the valve in a fully aligned state. The multiple procedural factors could contribute to the valve movement on balloon during retraction of the flex tip. Residual fluid left in balloon prior to valve alignment and deployment can cause the distal end of the balloon to expand, therefore causing resistance against valve alignment and displacing the valve proximally once the flex tip is retracted to triple marker band (and no longer in contact with the valve). During de-airing of the delivery system, inflation of the balloon past 20-30% may alter balloon profile, causing heavy resistance during valve alignment. At this time, a definitive root cause is unable to be determined. The complaint for the balloon torn was confirmed based upon the visual inspection of the returned device. Due to the returned condition of the device, functional testing was unable to be performed. The dimensional inspection of the crimp balloon revealed that the wall thickness was within specification. No potential manufacturing non-conformances were identified. Per the imaging review, the balloon was able to be fully inflated on the first attempt but was not seen to fully inflate during subsequent attempts to fully deploy the valve. Therefore, the tear likely occurred when the balloon was pulled proximally during later attempts to deploy the valve. Since the balloon profile was disturbed during the initial inflation attempt, pulling the balloon into place under the partially deployed valve may have required higher forces. It is likely that such a procedural factor contributed to the balloon tear. The complaint for withdrawal difficulty was confirmed based on the returned condition of the device (torn balloon). No potential manufacturing non-conformances were identified. On return, it was found that the balloon inserts were bent back. The condition of the balloon inserts indicates that they were caught on the sheath tip during withdrawal and then bent backwards when force was applied in withdrawing the balloon into the sheath. Therefore, procedural factors (withdrawal of torn balloon) is the likely root cause of the withdrawal difficulty. Regarding delivery system difficulty with valve alignment, delivery system valve movement on balloon, and withdrawal difficulty, since no manufacturing non-conformances were identified in the product evaluation, and no labeling, training, or IFU deficiencies were identified, no preventative or corrective actions are required. Since no manufacturing non-conformances were identified in the product evaluation and these failure modes does not exceed the complaint trending control limits, a pra is not required. Regarding balloon torn, since no manufacturing non-conformances were identified in the product evaluation, and no labeling, training, or IFU deficiencies were identified, no preventative or corrective actions are required. Due to the high criticality level for this failure mode, a pra was previously initiated for risk assessment. The complaint for withdrawal difficulty was unable to be confirmed and no manufacturing non-conformities were found in the returned sample. Review of complaint history revealed that the occurrence rate does not exceed the january 2017 control limits for this trend category. Available information suggests that patient factors (tortuosity) may have contributed to the event. Since no labeling or IFU inadequacies have been identified, no corrective or preventative action is required at this time. The complaint of valve movement on balloon was unable to be confirmed and no manufacturing non-conformities were identified. A root cause is unable to be determined at this time. Review of complaint history revealed that the occurrence rate does not exceed the january 2017 control limits for this trend category. Review of the associated complaints reveal no confirmed product non-conformance(s) or IFU/training deficiencies. Therefore, no corrective or preventative action is required at this time. The complaint for torn balloon was confirmed, but no manufacturing non-conformities were found in the returned sample. Available information supports that procedural factors (performing valve alignment on a partially deployed thv after initial balloon inflation) may have contributed to the event. Review of complaint history revealed that the occurrence rate does not exceed the january 2017 control limits for this trend category. However, due to the high criticality level for this failure mode, a pra was previously initiated for risk assessment and considered for potential for further escalation. The complaint for withdrawal difficulty was confirmed, but no manufacturing non-conformities were found in the returned sample. Available information suggests that procedural factors (withdrawal of torn balloon) may have contributed to the event. Review of complaint history revealed that the occurrence rate does not exceed the january 2017 control limits for this trend category. Since no labeling or IFU inadequacies have been identified, no corrective or preventative action is required at this time.

Manufacturer narrative:
(B)(4). Investigation is ongoing.

Event description:
Prior to the insertion of any edwards device, the patient had right heart failure, and was placed on bypass to stabilize. The esheath was inserted without issue, and the delivery system with the valve was pushed through the sheath. During valve alignment, there was difficulty. When the delivery system was unlocked the balloon would move distally; there noted was tension in the system. Three attempts were made until the valve was able to be aligned. After the valve crossed the native annulus, the pusher was pulled back and the valve moved proximally on the balloon. There was 2mm gap from the marker to the valve. It was decided to deploy the valve despite the valve movement. During inflation, the distal end of the balloon inflated, but the proximal end did not. The valve was 50% inflated on the distal end, and not inflated on the proximal end when the delivery system the balloon burst. The team attempted to pull the balloon out, but it was stuck in the partially deployed valve. The patient had a porcelain aorta, so open heart surgery could not be performed. The valve, still on the delivery system was pulled out of the aorta, and withdrawn back into the sheath. However, when the partially deployed valve was pulled into the esheath, a part of the patient¿s iliac was also pulled. The iliac bifurcation had calcium and it had caught on the valve becoming inverted when it was pulled into the esheath. The esheath split on the distal end housing the valve. A surgical graft was required to repair the iliac artery. The patient never came off of bypass, and passed away. The cause of death was attributed to the patient¿s right heart failure. The field clinical specialist (fcs) suspects a pinhole on the balloon. Partial imaging is available, but it does not include the valve alignment.

Manufacturer narrative:
The delivery system was returned to edwards lifesciences for evaluation. Per preliminary evaluation, the I/c bond separation was confirmed. The delivery system fully inserted through sheath, slight bend on proximal balloon shaft likely due to packaging. The valve was on the distal portion of balloon. The distal portion of valve was partially inflated. The inflation balloon was slightly inverted over nose insert, and the wings were bent outward. There was a slight kink on balloon shaft distal to y-connector strain relief likely due to packaging. No damage to inflation balloon observed. The ic bond was compromised, full separation of ic bond was seen.